Event description:
It was reported that an ilet user experienced hyperglycemia with a reported blood glucose of 319 mg/dl several hours after a full supply change and a meal announcement, with no visible insulin leaks or tubing kinks and no fingerstick verification available. Symptoms included elevated blood glucose. Outcomes included self-monitoring at home without medical intervention or hospitalization. Investigation included troubleshooting and education on the device¿s correction algorithm and expected regulation timeframe. Investigation of this case revealed no device alarms or alerts and no observed infusion set or tubing issues, and the glucose began trending downward by the end of the call, which was consistent with algorithmic correction following recent meal dosing and set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.